Manufacturer narrative:
(B)(4). Product has been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported during a salivary duct procedure that the wires of a basket broke. A portion of one wire broke off in the patient's salivary duct and had to be retrieved. The patient did not experience any additional adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, and quality control was conducted during the investigation. The device was not returned for further investigation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of the non-conformance data revealed that the non-conformance listed on the device history record was not related to the reported failure. Based on the information provided and the results of our investigation, a definitive root cause could not be determined however, measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a salivary duct procedure that the wires of a basket broke. A portion of one wire broke off in the patient's salivary duct and had to be retrieved. The patient did not experience any additional adverse effects due to this occurrence.